Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient failed to charge their device and the ipg was deemed to be inoperable as the ipg would not communicate with external devices. As a result to address the issue patient may be awaiting surgical intervention at a later date.

Event description:
Additional information received indicates the surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.